Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) was curved and could not be inserted.another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guide wire. The returned sample was visually examined with and without magnification. Visual inspection revealed a distorted distal j-tip and waves in the wire near the proximal tip indicating that the core wire has been damaged. Microscopic examination confirmed the bending of the wire. The coils around the j-tip were offset. The guide wire contained waves 20-30 mm from the proximal tip. The length and outer diameter of the guide wire were measured and found to be within specification. A manual tug test confirmed that both the proximal and distal welds are intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The complaint that the guide wire was kinked in use was confirmed by visual inspection. The distal j-tip was distorted with offset coils. There were also waves in the wire near the proximal tip indicating that the core wire has been damaged. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the gw (guide wire) was curved and could not be inserted.another device was used to complete the procedure.